Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack at winged connector of an extension set during patient use. There is no report of leakage or patient harm.

Manufacturer narrative:
The customer¿s report that the extension tubing cracked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack on the opposite side from the gate. Inspection under magnification showed no stress marks. Functional testing was performed and a leak was observed from the crack on the female luer. The root cause of the crack was not identified but is believed to be related to the manufacturing process by a third party supplier.